Event description:
Customer reported experiencing high blood glucose. Customer stated she did a set change in the morning and blood glucose was rising. Went down and then the next morning blood glucose was high again gave a bolus. Two hours later her blood glucose was higher, she then realized her tubing was disconnected from her leg, quick release fell apart. Her blood glucose was over 600 mg/dl. Customer stated the site did have blood but that was normal for her. Customer was 576 mg/dl when she did a set change. Troubleshooting was performed. Customer removed the site and it was not bent. Customer reported having low blood glucose on friday as well. Customer stated that she had written her carbohydrates on her lunch bag so she wouldn't go low and she did. Customer was unable to continue troubleshooting. Called back and troubleshooting was performed. Device passed high pressure test, setting correct, and no leaks or air bubbles noted. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.